Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that a lead repair kit was used on this right atrial (ra) lead. Additional information obtained from the field which indicated that the lead exhibited noise. The physician thought there might be a small break in the insulation near the header. It was also suspected that there might also be an issue in the lower portion of the lead. The lead remains in service. No additional adverse patient effects were reported.